Manufacturer narrative:
Investigation report: abbott diagnostics scarborough, inc. Performed review of manufacturing records and quality control release testing for kit part number 195-000 / lot 157009r and device part number 195-430h / lot 148391r. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-02077 through 1221359-2022-02103.

Event description:
Customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card on multiple dates in feburary on kitted nasal swabs. This report is for patient seventeen (17) of twenty-seven (27) and lot 157009 (total quantity 3). Patient was tested with the binaxnow covid-19 ag card on 07feb2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).